Event description:
It was reported the device was out of range in several fields. It was also reported the device failed output test and is out of range. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device passed functional testing. Analysis did find that the upper and lower cases, ring cover, two side bail covers, battery release, and battery drawer were contaminated and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.